Event description:
An all purpose drainage catheter was placed for a therapeutic liver abscess drainage in 1/2005. The drain was being removed two days later when a portion of the catheter broke off and remained in the lateral right hepatic lobe of the liver. An attempt to remove the fragment with CT was only partially successful and a one centimeter length of fragment remained. Approx one week later, another attempt in surgery was unsuccessful. An additional attempt was made and the fragment was removed.